Manufacturer narrative:
Batch review performed on 02 may 2025. (B)(4) items manufactured and released on 01-dec-2020. Expiration date: 2025-11-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. Additional involved implants: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2003852. Batch review performed on 02 may 2025. 192 items manufactured and released on 01-apr-2021. Expiration date: 2026-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2101813 batch review performed on 02 may 2025 (B)(4) items manufactured and released on 07-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot. 2004005 batch review performed on 02 may 2025 (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-03-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0192 threaded glenoid baseplate ø27x30 (k171058) lot. 1906801 batch review performed on 02 may 2025 (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review.

Event description:
At about 3 years 7 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware implanted an antibiotic spacer. The surgery was completed successfully.